Event description:
The customer alleged that the audio alarm is not sounding. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse inspected all connection for intermittent contacts and no problem was found. The unit passed extended self testing. No parts were replaced. It is not verified that there was no audio alarm, and no malfunction may have occurred.